Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe x100l png transparent blue safety device was broken. The following information was provided by the initial reporter: during packaging we found 1 out of 50 tested safety devices with a function-impaired spring. The spring on the safety device is not placed correctly. The function of the safety device is thus impaired.

Manufacturer narrative:
H6: investigation summary: the customer issued a complaint for incorrect placement of the spring on ultrasafe product during packaging process. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. The reported condition, has been confirmed to be within the specified acceptable quality level (aql¿s) defined in the applicable specification. Bd implemented a new constructed stopper for spring feed changer.

Event description:
It was reported that bd ultrasafe x100l png transparent blue safety device was broken. The following information was provided by the initial reporter: during packaging we found 1 out of 50 tested safety devices with a function-impaired spring. The spring on the safety device is not placed correctly. The function of the safety device is thus impaired.